Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; partial lead in segments returned and analyzed.

Event description:
It was reported that six weeks post a right ventricular (rv) lead replacement procedure, it was noted that the atrial lead had dislodged and was in the ventricle. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.